Event description:
During a follow-up the left ventricular capture thresholds were found to be greater than 7.5 v, 1.5 ms. Capture thresholds improved with new implantable cardioverter defibrillator (ICD) which allowed for pacing from lv ring to rv coil.

Manufacturer narrative:
No medwatch form was received.